Event description:
Additional information was received that the infold was noted at the first deployment and during the second attempt. The valve was recaptured the first time due to the valve not opening properly. The valve was recaptured a second time to remove the valve from the patient. A procedural delay occurred as a result of the infold. Per the physician, the patient's calcified annulus contributed to the infold.

Manufacturer narrative:
Updated b.5 and imf code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013246837); product type: 0195-heart valves; implant date na; explant date na product ID l-evolutfx-2329 (lot: 0013192797); product type: 0195-heart valves; implant date na; explant date na. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantation of a transcatheter aortic valve, inside a patient with heavily calcified anatomy, a small diameter pre-implant balloon dilation was performed. During deployment, the valve did not open accurately. The transcatheter aortic valve was ultimately never implanted. The valve, delivery catheter system (dcs), and compression loading system (cls) were replaced. No patient complications have been reported as a result of this event.